Event description:
Medtronic silicone membrane oxygenator was placed in ECMO circuit. Approximately 30 minutes after initiation of ECMO bypass, blood leak noted under plastic overwrap spreading to nearly a quarter of surface under the plastic overwrap. No blood was noted in gas exhaust port. Required oxygenator change out. No adverse event to patient, however patient, who was placed emergently on ECMO had to undergo oxygenator change.